Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the product, arctic front advance 2af283 with lot 89270-78, was returned and analyzed. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicates the catheter was used for ten injections. The catheter failed the performance test due to a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Dissection and pressure testing showed a double balloon pinhole breach. In conclusion, the reported temperature issue has not been tested. The catheter failed the returned product inspection due to a double balloon pinhole breach. (B)(4).

Event description:
It was reported that during a cryo ablation procedure, the physician found that the temperature curve was different than usual by decreasing slower at the beginning of the ablation, during the flushing time, after the contrast was applied. The balloon catheter was changed and case was completed with cryo. The device subsequently tested out of specification upon the manufacturer's analysis. No patient complications have been reported as a result of this event.